Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/30/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. One open box with forty-four representative unopened samples was received for analysis. Product code j346h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were evident on the exterior packaging. Following the sampling plan, a visual inspection was conducted on thirteen samples. The swage and attachment areas appeared as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: this was done with several threads from 3-4 bx of the same batch. An opened bx and the remaining loose films from the batch in question were sent in. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Unfortunately, I could not get any further and more detailed information in the hospital, as the incidents (except for the last one, here a day later) were longer back before I received the information. How many devices demonstrated the alleged deficiency? Could you kindly provide the lot number of each device, please? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? It was reported that "once the needle broke without excessive force" did the needle broke during the same surgery? Was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? What is the surgeon's opinion of the potential consequences for the patient? Could you kindly confirm the product code and lot number of each device, please? It was reported that "this was done with several threads from 3-4 bx of the same batch". Please confirm the specific outcomes for each device: could you kindly confirm the product code and lot number of each device, please? Could you kindly perform and document the follow-up attempt for the product return please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an open gynecological procedure on (B)(6) 2025 and suture was used. The needle had detached directly from the suture without strong traction when pulling through the tissue. The operation was continued and completed as planned using sutures from a different batch. No patient harm nor significant delay reported. No used sutures were retained, but discarded directly intra-operatively. Additional information has been requested.